Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('female with menorrhagia (9 month menstrual cycle/lots of clots)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, rheumatoid arthritis and endometrial polyp (polypectomy done). In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (novasure ablation, hysteroscopy, dilation and curettage, polypectomy on (B)(6) 2010). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure (ess205). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: menorrhagia, pelvic pain." . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('female with menorrhagia (9 month menstrual cycle/lots of clots)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, rheumatoid arthritis and endometrial polyp (polypectomy done). In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (novasure ablation, hysteroscopy, dilation and curettage, polypectomy on (B)(6) 2010). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure (ess205). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: menorrhagia, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.